Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted because of difficulty in converting ventricular tachycardia (vt). This ICD initially had high defibrillation threshold (dft) test values. The patient later had a vt that took three shocks to convert. Therefore, the physician elected to place a coil and adapter along with a new ICD. The leads remained the same. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.